Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with r-wave over-sensing causing inappropriate shocks. Programming changes were made but the issue persisted. The patient was stable.

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. Device interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited r-wave oversensing resulting in inappropriate shocks. Programming changes were made but the issue persisted. The patient was stable.